Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. A 3.5x12mm nc trek balloon dilatation catheter was used for post-dilatation; however, there was resistance removing the device. The balloon was inflated and deflated a few times in an attempt to remove the device but it was unsuccessfully. The device was pulled with force and the distal end separated. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft separation was not confirmed. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft separation as the separation was not confirmed. The reported difficulty removing the device after post-dilatation appears to be related to circumstances of the procedure as the device likely interacted with the anatomy, stent or guiding catheter during removal resulting in the reported difficulty. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.